Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, far-field r-wave oversensing was observed on the atrial channel. The oversensing was noted on a stored electrogram which also noted six auto mode switching episodes. Programming changes were suggested. However, the physician decided to just monitor the patient. The patient did not experience any symptoms.